Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out of loose closure and sample leakage. The stopper event occurred 3 times. The leakage event occurred 3 times. The following information was provided by the initial reporter. The customer stated: 'after collecting the blood by closed collection method the cap is opened automatically and the blood has been leaked.'

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water and left to stand for 3 hours and no issues were observed relating to stopper pop off / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off / leakage. Bd was not able to identify a root cause for the indicated failure mode.